Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device with reported issue referenced is filed under separate medwatch report number. Estimated date of event.

Event description:
It was reported that a vessel puncture closure of an unspecified access site was attempted using two proglide devices. Reportedly, the first proglide failed to achieve hemostasis. As the device was removed from the patient, it was noted that the footplate looked askew. A new proglide was attempted and a cuff miss suture retrieval issue occurred. There was excessive bleeding resulting in the physician performing a cut down. When the access site was opened, the link and part of the footplate presumably from the first proglide were found in the vessel. The physician removed the components and patched the vessel. No additional information was provided.

Event description:
Subsequently to the initially filed MDR additional information was received: it was reported that the arteriotomy closure of the right common femoral artery was attempted after a percutaneous coronary interventional procedure using an 8f sheath. Due to the cut down, a clinically significant delay was reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of hemorrhage and tissue damage are listed in the perclose proglide instructions for use (IFU), as known adverse events associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: device not available for evaluation.